Manufacturer narrative:
Follow-up #1 date of submission 05/23/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery defects found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the patient contacted animas alleging he had symptoms of nausea with a blood glucose reading of "394 mg/dl" and was hospitalized for dka. The patient was treated with insulin drip for one day and was released on (B)(6) 2011. Prior to the patient's hospitalization, he woke up with high blood glucose of 182 mg/dl. The patient manages his blood glucose with the animas pump and took bolus insulin accordingly. Subsequently, the patient's blood glucose did not lower but increased eventually to 394 mg/dl. During the call to animas, the patient wanted assistance to load a cartridge and did not want to troubleshoot the animas pump. The patient noted that the cannula did not appear bent or kinked. The site where the insulin is dispense not red or appear to be infected. There was no evidence of air bubble within the cartridge. It is not clear as to what cause the patient's state of dka on the day of concern. This complaint is being reported because the patient reportedly utilized the animas pump on the day of concern and subsequently was hospitalize for dka and received medical intervention.